Manufacturer narrative:
Block b3: date of event - approximately 16dec2024. Exact date is unknown. Additional pro code selection that applies to the indication of this device - nhl. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial/batch (B)(6).

Event description:
It was reported that shortly after the deep brain stimulation (dbs) lead implant procedure the patient experienced behavioral issues, chest pain and headaches and an elevated blood pressure. He was instructed to take aspirin and present to the hospital. His blood pressure was noted to have normalized at the hospital, and he was discharged. The following day a scheduled computed tomography (CT) scan was performed and showed interval development of acute blood superficially along both the right and left dbs leads. The patient went to the emergency department for observation. The patient is currently doing well post successful programming.

Event description:
It was reported that shortly after the deep brain stimulation (dbs) lead implant procedure the patient experienced behavioral issues, chest pain and headaches and an elevated blood pressure. He was instructed to take aspirin and present to the hospital. His blood pressure was noted to have normalized at the hospital, and he was discharged. The following day a scheduled computed tomography (CT) scan was performed and showed interval development of acute blood superficially along both the right and left dbs leads. The patient went to the emergency department for observation. The patient is currently doing well post successful programming. Additional information was received indicating the patient received additional surgical treatments that were surgically related to the procedure but were not caused by the device. The patient was intubated for his altered mental state and eventually required placement of a nasogastric ng tub and gastrostomy g tube.